Manufacturer narrative:
On 07 october 2016 the patient matched department performed a patient match planning review, reporting as follows: our analysis of the myknee process of this case found no deviations from the standard procedures. On 21 october 2016 the medical affairs director performed a clinical evaluation of the case and commented as follows: insert revision in tka 8 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 26 october 2016. Lot 141644: (B)(4) items manufactured and released on 22 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon revised the insert from a 12mm to a 14mm. The patient developed laxity over time. The surgery was completed successfully. X-rays are available. Explants are not available.